Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for non-obstructive urinary retention. It was reported that the patient had blood on their tissue after wiping that comes from cathing themselves. Patient had taken a pill that turned their urine orange which meant there was blood in their urine. Patient also mentioned that they had pain during this time. No changes were made due to the device losing connection with the ens and they were not able to get the issue resolved. The patient was advised to contact their clinician, it was unknown if it was resolved at the time of the report. Additional information was received. The patient stated that the night of (B)(6) 2018 they were on the ill side and was up voiding at night. Contributing factors, actions/interventions and resolution were unknown at the time of the report. Additional information was received. The patient reported pain in their right butt cheek. Contributing factors and resolution were unknown. The patient was directed to their healthcare provider. Patient reported the following day that they still felt the pain in their butt cheek, but it was less than the prior day. No further complications were reported or anticipated.